Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
Pinnacle litigation records received. Litigation alleges friction and wear between the metal head and metal liner caused large amounts of toxic cobalt-chromium particles to be released into patient's blood, tissue and bone surrounding the implant. Patient also experienced inflammation, pain and discomfort including when ambulating or moving to and from a sitting position. Doi: (B)(6) 2011: dor: (B)(6) 2016 (right hip).

Manufacturer narrative:
UDI (B)(4).

Event description:
Ppf alleged metallosis. Litigation alleges biologic corrosion, injuries, crushing or popping noises, difficulty standing or walking, hip fractures, fatigue, infection, causing damage or death to sorrounding bone and tissues. The pinnacle implants were removed due to aseptic loosening of the right total hip requiring a replacement. Doi: (B)(6) 2011; - dor: (B)(6) 2016; (right hip).